Event description:
It was reported that this right atrial (ra) lead exhibited intermittent high capture thresholds and high out of range pacing impedance measurements. This lead remains in service. No adverse patient effects were reported.